Event description:
The asp field service engineer (fse) reported "smoke" coming from the oil filter during a leak test while onsite for a different issue. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
Capital equipment, the fse went to the facility. The fse replaced the oil filter due to "smoker" when running the leak test. He installed a new filter. System met specifications.